Manufacturer narrative:
Citation: eleid mf et al. Transcatheter tricuspid valve-in-valve in patients with transvalvular device leads. Catheterization and ca rdiovascular interventions. 2016, 87:e160¿e165. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Patient 2: medtronic received information via literature of a (B)(6) year-old female patient with history of atrial septal defect repair and complete heart block requiring permanent pacemaker 37 years prior and a second pacemaker placed 26 years ago. Eleven years prior the patient underwent mitral valve repair and tricuspid valve replacement with implant of a medtronic 31-mm mosaic bioprosthetic valve (serial number not provided) and externalization of right ventricle (rv) pacemaker leads outside of the sewing ring. Ten years prior the patient suffered from wide complex tachycardia and cardiac arrest, prompting placement of an implantable cardioverter-defibrillator with the device lead placed across the bioprosthetic valve and an left ventricle (lv) lead implanted via the coronary sinus. Four years prior, the patient developed symptomatic bioprosthetic valve stenosis with shortness of breath on exertion and peripheral edema, and subsequently underwent percutaneous balloon valvuloplasty of the bioprosthetic valve. Mean transvalvular gradient improved from 9 mmhg to 6 mmhg with no change to the mild valve regurgitation. Transthoracic echocardiogram showed a mean transvalvular valve gradient of 12 mmhg with moderate valve regurgitation. There was mild rv enlargement with a moderate decrease in rv systolic function. After a heart team evaluation, the patient underwent successful transvenous valve-in-valve implantation with a medtronic 22-mm melody bioprosthetic valve (serial number not provided). Following post-dilation, the mean transvalvular gradient was 7 mmhg with mild prosthetic regurgitation and no paravalvular regurgitation. The rv lead was interrogated immediately post-procedure and showed no changes compared to pre-procedure, and there was no lv lead dislodgement. An echocardiogram the following day showed no change in valve position or function. At 3-month follow-up, the patient was asymptomatic with no occurrence of defibrillator shocks. No additional adverse patient effects were reported.

Event description:
Additional information received from the author/physician included: the mosaic unique device identifier model and serial numbers, that premature deterioration of bioprosthetic valves in the tricuspid position is not unusual, but the prosthesis did have a structural failure and this was a cause of symptoms, the mosaic valve remained implanted and therefore was not available for return, and (B)(6). A search of our database with the provided model/serial information found no duplicate records or reports.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.